Event description:
A customer reported a scan error with the adc device. The customer indicated that due to this issue, they experienced disorientation, "grabbed hands" and loss of consciousness and required treatment of glucagon by their spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is based on the customer report of "end of august". All pertinent information available to abbott diabetes care has been submitted.